Event description:
It was reported that the atrial lead dislodged years ago and was never revised or replaced due to patient's chronic atrial fibrillation. The patient recently converted to normal sinus rhythm with complete heart block and is now having pacemaker syndrome symptoms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284trk ICD, implanted: (B)(6) 2009; 4193 lead, implanted: (B)(6) 2003. (B)(4).